Event description:
It was reported by the rep the device was used during a laparoscopic cholecstectomy. It was reported the er320 misfired. It was spitting clips into the abdomen. 07/21/1998 clips were removed out of the abdomen and another er320 was pulled to complete the case. There was no consequence to the pt.